Event description:
It was reported when using the bd preset¿ arterial blood collection syringe the needle separated from the syringe hub. The following information was provided by the initial reporter. The customer stated: "the nurse opened the package to collect arterial blood from the patient and found that the connection between the needle and the needle tube was broken, causing no harm to the patient. She immediately replaced the blood gas needle with a new one and contacted the equipment department to report the adverse event."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged hub as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged hub. Bd was not able to identify a root cause for the indicated failure mode.